Manufacturer narrative:
A review of the manufacturing and sterilization paperwork has been conducted. The review of the manufacturing and sterilization paperwork verified that these lots met all pre-release specifications.

Event description:
On (B)(6) 2007, the pt was implanted with two gore excluder aaa endoprosthesis for repair of a left iliac aneurysm and a femoral-femoral bypass. On (B)(6) 2007, the pt presented to the emergency room with groin pain. On (B)(6) 2007, the trunk-ipsilateral leg component that was implanted for the femora-femoral bypass was explanted and discarded due to a fluid collection around the graft. No infection was noted. The pt tolerated the procedure. On (B)(6) 2008, the pt was seen for a follow-up and was doing well.